Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing. The motor was tested outside of the pump and passed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reports they were able to clear the alarm. Customer states they are able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.